Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for unconsciousness and hypoglycemia, with a blood glucose reading of 27 mg/dl. The customer's daughter-in-law stated that her perceived cause of event was that the customer had over-bolused and administered too much insulin to himself. The customer's daughter-in-law also stated that the customer has been diagnosed with dementia. Alarm history was blank, possibly due to battery being out of insulin pump for over three months. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.